Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the communication bus. The customer stated that the nurses couldn't access the drawer, causing a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer was detected on the bus. A field service engineer found that the isolated drawer controller board and pyxibus module board had no lights. All cables and wires were reseated, and the station was rebooted to resolve the issue. Functionality was verified in the hardware application test. The system functioned as intended after the field service engineer repaired the device.